Manufacturer narrative:
Investigation results. Visual evaluation of the returned device found that the snare was in a sealed pouch and the sterile barrier was intact. Further examination noted that a foreign matter was found inside the device. The reported complaint that a foreign matter was found inside the device was confirmed. The most probable root cause of this complaint is manufacturing-execution error. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a profile extra small oval snare was checked during inventory. According to the complainant, during unpacking, the catheter was noted to be dirty through the sealed pouch. There was no patient or procedure associated with this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a profile extra small oval snare was checked during inventory. According to the complainant, during unpacking, the catheter was noted to be dirty through the sealed pouch. There was no patient or procedure associated with this event.